Manufacturer narrative:
Product event summary: the partial lead in segments was returned but analysis could not be performed due to legal restrictions. Continuation of medical products: d284vrc ICD, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high impedance, varying impedance, oversensing-noise, non-sustained ventricular tachycardia episodes, and was possibly fractured on the tip to ring. Detections were turned off and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.